Event description:
Boston scientific received information that one day post implant, this left ventricular lead displayed increased threshold measurements. It was noted this lead had dislodged and had moved five back five centimeters from the implanted position. A decision was made to replace this lead. This lead was removed, replaced and discarded by the facility. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.